Event description:
The patient reported the surgeon implanted a 13.2mm micl 13.2 implantable collamer lens in his left eye (os) on (B)(6) 2012. The patient reported had a second surgical procedure (laser) to increase vision. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly, by patient, secondary surgically intervention (" laser") was performed to "increase" va following icl implantation in 2012. Despite multiple attempts no information was received from the doctor. Given the information that the secondary procedure was performed to enhance visual acuity it is most likely that it was refractive eye surgery/ laser. Lens remains implanted. It should be noted that this event could have been caused/contributed by patient related factor (preference for certain uncorrected distance) or procedure related factor (pre-op miscalculation). The reassessment will be performed upon additional information is obtained. Conclusions: based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(Second surgery). Device evaluated by manufacturer? No. Lens remains implanted. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).